Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the talent bifurcate has migrated approximately 4-5cm and is in the aneurysm sac. A proximal type I endoleak was also observed. The physician suspects the cause of the event was most likely due to disease progression; neck dilatation. The physician intervened and realigned the talent stent graft with an endurant bifurcate and contralateral limbs resolving the endoleak. There were no issues during the intervention. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).